Event description:
The customer reported via phone call that he had a blood glucose level of 44 mg/dl on the day of the call. The customer also reported that the sensors were not returning accurate readings. The customer was advised that the sensors would be replaced but will not return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.